Event description:
It was reported that a superior vena cava perforation, pericardial effusion (pe) and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed using intracardiac echocardiography (ice) imaging. A versacross connect (vcc) kit was selected for use. Right groin access was obtained, and the ice catheter was inserted. The vcc kit was inserted in the watchman trusteer access system (was), which was inserted. There were noted issues with the ice imaging, which eventually resolved prior to transseptal puncture (tsp). The was was advanced to the left atrium, and a watchman closure device was inserted, deployed, and implanted. While evaluating for effusion, a new pe was observed surrounding the entire heart which was monitored for thirty (30) minutes. The pe did not grow in size, so the procedure was concluded, and the patient went to recovery. Shortly after, cardiac tamponade was noted, and the patient was brought back for a pericardiocentesis where 400ml of dull venous blood was removed. The patient was stable and was sent back to observation with a pericardial drain in place. At an unknown time overnight, the patient required open cardiac surgery where a dissection in the superior vena cava (svc) required repair. The patient was hospitalized beyond the standard care of time. The patient is expected to fully recover.

Manufacturer narrative:
D4: detailed product information updated.

Manufacturer narrative:
D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available a supplemental report will be submitted.

Event description:
It was reported that a superior vena cava perforation, pericardial effusion (pe) and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed using intracardiac echocardiography (ice) imaging. A versacross connect (vcc) kit was selected for use. Right groin access was obtained, and the ice catheter was inserted. The vcc kit was inserted in the watchman trusteer access system (was), which was inserted. There were noted issues with the ice imaging, which eventually resolved prior to transseptal puncture (tsp). The was advanced to the left atrium, and a watchman closure device was inserted, deployed, and implanted. While evaluating for effusion, a new pe was observed surrounding the entire heart which was monitored for thirty (30) minutes. The pe did not grow in size, so the procedure was concluded, and the patient went to recovery. Shortly after, cardiac tamponade was noted, and the patient was brought back for a pericardiocentesis where 400ml of dull venous blood was removed. The patient was stable and was sent back to observation with a pericardial drain in place. At an unknown time overnight, the patient required open cardiac surgery where a dissection in the superior vena cava (svc) required repair. The patient was hospitalized beyond the standard care of time. The patient is expected to fully recover.